Event description:
The customer stated that the insulin pump alarmed no delivery. The customer's blood glucose reading was 467 mg/dl. The customer stated that he changed his infusion set twice, and both times the cannula came out bent. Troubleshooting was performed. The prime test passed. The customer declined to have paramedics called to treat his blood glucose. The customer called his doctor and received treatment instructions over the phone. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.